Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm nor replicate the customer reported complaint. No issue was found with both images, and it had good images in both eyes. The endoscope was working properly, with no issue found with orientation. There were no related errors found in the log. There were no errors at the qap system.

Event description:
It was reported during a da vinci-assisted ventral hernia procedure, the scope image was inverted and had to be manually clutched to rotate 180 degrees. The site replaced the 30 degrees endoscope plus to resolve the issue. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.